Event description:
It was reported that the user experienced an issue with the ilet screen wake function, described as the wake sensor or touch interface not responding, and was instructed to restart the device and clean the touch sensor with isopropyl alcohol. Symptoms included an unresponsive screen wake action without clinical effects. Outcomes included successful completion of troubleshooting and user education with a plan to follow up if the issue persisted. Investigation included remote troubleshooting and user guidance to perform a device restart and sensor cleaning. Investigation of this case revealed that the device exhibited a sleep/wake responsiveness problem localized to the user interface wake mechanism, with no alarms or alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was user interface contamination or transient device behavior amenable to restart and cleaning.